Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed their therapy adjusted because they were having severe back pain for about a week prior to the report. This was noted to be a sudden change in therapy. The patient was redirected to their healthcare professional. No further complications were reported/anticipated.